Event description:
Consumer complaint of erratic blood glucose results. Expected fasting blood glucose test result range is 100 to 125 mg/dl. Testing performed once or twice daily. Customer feels well and observed no symptoms. Medical intervention is not required at this time of the call on (B)(6) 2015. Currently taking medication to manage diabetes. Verified storage of product is within instructed specification since they are kept in living room. Test strips lot MFR's expiration date is 03/18/2017 and open vial date is (B)(6) 2015; test strip expired. Recall test results performed fasting from meter memory: 170mg/dl; 106mg/dl; 107mg/dl; 164mg/dl; 106mg/dl. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet evaluated.